Event description:
A customer contacted beckman coulter inc. (Bci) regarding an intermittent false high magnesium (mg) result for one patient that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was reported outside the laboratory. The erroneous result and the rerun sample test met normal range. No death or serious injury and no affect to patient treatment is associated with this issue.

Manufacturer narrative:
Field service engineer (fse) was dispatched and replaced the reagent level sense assembly which resolved the problem. Root cause is not known at this time. Upon reoccurrence, the hardware failures could cause erroneous results on any or all modular chemistries and patient treatment is likely to be impacted.